Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned due a it presenting a lack of capture due to it suffering a fracture. A new device was implanted. No additional patient effects were reported.